Manufacturer narrative:
The product was not returned for evaluation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 your new omnipod insulin management system chapter1 / page 8 alerts and alarms: for your safety, the omnipod system provides a range of alerts and alarms to tell you that your attention is needed, or to warn you of hazardous situations. Changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 375mg/dl while wearing the pod between 4 and 24 hours on the back. While asleep, mother advised patient "must have slept on it wrong or rolled over on the pod while she was sleeping," and the cannula "must have dislodged," as a result. When pod was removed, the cannula was found bent. Patient initially woke up due to the device emitting a hazard alarm. It should be noted that, while a hazard alarm is a safety feature which alerts the user of an issue with the pod, and the device has stopped pumping insulin, the device would not alarm due to a cannula dislodgement. As treatment, a manual injection of insulin was delivered and patient drank water.